Event description:
The explanted lead and generator were not returned to the manufacturer for product analysis despite attempts for their return.

Event description:
It was initially reported that the vns patient¿s generator was at eos and was referred for a battery replacement. It was later reported on (B)(6) 2013 that the patient underwent surgery on (B)(6) 2013 but the surgeon did not change the battery due to scar tissue. No elaboration was given. It was also stated that the generator was not replaced because the ¿leads were not functioning¿. It was later reported that the patient¿s generator and lead had indeed been replaced on (B)(6) 2013; it was believed that high impedance had been observed. Additional information has been requested from the physician but has not been received to date. The patient¿s lead product information has been requested from the implanting hospital but no further information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.